Event description:
It was reported by the customer that during an unknown surgery on an unknown date, it was observed that the drill bit device broke inside the tibia. According to the report, the surgeon was using the device as a blocking device during tibial nail insertion. It was further reported that the surgeon decided to leave the broken portion of the drill bit inside the patient. The status of the patient was unknown. No additional information was provided. This complaint involves one(1) 4.2 3-fltd drill bit qc/needle pt/145 device.

Manufacturer narrative:
Additional narrative: the investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.